Manufacturer narrative:
(B)(6). Update 12/30/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs is for left hip with surgical date of (B)(6) 2008 and reported pain and elevated metal ions. Medical records are for bilateral hips. There were no lab result reports for metal ions within the records reviewed at this time. Stem will be added for alleged elevated metal ions. Part/lot updated. Left tha, right tka, congenital hip deformity, osteoarthritis, hypertension, history bilateral femoral osteotomies, crohn's disease/ (B)(4). S-rom m head 36mm +3. FDA code: jdi . Part number: 136532000. Lot number: 2568271. (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/30/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs is for left hip with surgical date of (B)(6) 2008 and reported pain and elevated metal ions. Medical records are for bilateral hips. There were no lab result reports for metal ions within the records reviewed at this time. Stem will be added for alleged elevated metal ions. Part/lot updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain.